Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a transmitter failed error occured. No additional event or patient information is available. Data was provided for evaluation. Review of the data log confirmed the report of a transmitter failed error. A root cause could not be determined.